Event description:
During a cataract extraction procedure, this phacoemulsification unit would not allow apspiration when in the phaco mode. The phaco handpieces were exchanged, the tubing was reconnected, nitrogen was reconnected and the system was rebooted. The unit then was able to be used to complete the procedure.